Event description:
Primary total hip arthroplasty performed approximately 10 years ago. Revision arthroplasty performed 1996, to exchange acetabular liner and modular head components. Second revision performed 2001, to replace all acetabular components and modular head. Rim and articular surface of acetabular liner component found to be worn and fractured.